Event description:
Reportedly, oversensing was observed in the ventricular channel since device implantation in 2013. Sensitivity was already programmed to 0.8mv. At last follow-up, noise morphology has changed and frequency of the oversensing signals has increased. Preliminary analysis of the patient files dated (B)(6) 2017 showed a potential rv lead issue or lead/ICD connection issue. However, none of them could be confirmed with certainty. Patient care recommendations have been provided to check the integrity and proper operation of the rv lead. The subject device was explanted on (B)(6) 2017 and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, oversensing was observed in the ventricular channel since device implantation in 2013. Sensitivity was already programmered to 0.8mv. At last follow-up, noise morphology has changed and frequency of the oversensing signals has increased. Preliminary analysis of the patient files dated (B)(6) 2017 showed a potential rv lead issue or lead/ICD connection issue. However, none of them could be confirmed with certainty. Patient care recommendations have been provided to check the integrity and proper operation of the rv lead. The subject device was explanted on (B)(6) 2017 and will be returned for analysis.

Event description:
Reportedly, oversensing was observed in the ventricular channel since device implantation in 2013. Sensitivity was already programmed to 0.8mv. At last follow-up, noise morphology has changed and frequency of the oversensing signals has increased. Preliminary analysis of the patient files dated (B)(6) 2017 showed a potential rv lead issue or lead/ICD connection issue. However, none of them could be confirmed with certainty. Patient care recommendations have been provided to check the integrity and proper operation of the rv lead. The subject device was explanted on (B)(6) 2017 and will be returned for analysis.